Event description:
The lens was left in the eye, decision taken by surgeon and patient.

Manufacturer narrative:
Corrected information provided in b.5. Additional information provided in h.3 and h.10. Associated product information was not provided. It is unknown if qualified products were used. Surgeon stated it should not be in the field of vision. It appeared as a rectangular shape at the side of the lens. Follow attempts were made. It is unknown what associated products the surgeon uses. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the cataract surgery with intraocular lens implant procedure, lens found to have imperfection after implantation. It appeared as a rectangular shape at the side of the lens. Additional information has been requested.